Event description:
During aquabalation for obstructive bph procedure, the physician was using a 24 french cystoscopy sheath when it broke off while being used inside the patient. The physician was able to retrieve the broken piece completely and assessed that there was no injury to the patient. The procedure was completed without complications.